Event description:
It was reported that the patient¿s therapy was not working as expected and that she had stimulation in the wrong location. The reporter noted the stimulator was not reaching the patient¿s lower back and left side. It was noted the patient was reprogrammed about two weeks prior to the report. At the visit, the patient was told her lead had moved towards the right and was confirmed by x-ray. It was noted the patient was scheduled for a reprogramming on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n363915, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).